Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in 2 segments. External abrasion breaching the outer insulation and exposing the outer coil was noted at 3.7 - 5.1 cm from the distal pin consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.